Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) is not working and has not worked since it was put in. They clarified it worked for about a week and then they started seeing a "call your doctor" screen on the patient programmer (pp). They did not know the screen and was not going to get their pp to check. No patient symptoms were reported.